Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states that she was in a car accident (t-boned) on sunday, december 1. Since her accident she has had pain on her back and a return of symptoms (frequency). Caller states when she went to check the device, she noticed that when she attempted to increase stim she was getting a arrow pointing up with a line over it (upper limit). Caller is worried that she messed up her device after the car accident. Caller refused troubleshooting and was redirected to follow up with hcp for the following reason: check ins status after accident and discuss symptoms/making therapy changes. No further complications were reported or are anticipated.